Event description:
Pt's wife calls to report that her husband insulin pump would loose power and his bg would rise to 500-600. Reporter states that husband was not getting any insulin. Pump has been replaced.